Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Customer stated that the device exhibited technical failure 389, 271/388 while being used on a patient. There was no patient harm reported.

Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that the logs were returned to zoll technical service for review. Log analysis identified intermittent tf389 alarms and a few instances of tf388 and tf271 occurrences. Technical service dispatched an fse under warranty to replace the inspiration block assembly as a precautionary measure. The fse completed the replacement, and the device subsequently passed full preventive maintenance and verification testing. The device was then returned to clinical use.